Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the body and up/down (ud) angulation control knob. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an e237-scope error and an e117-life of optical module error. There was no report of patient harm. The device was returned, evaluated, and there were foreign objects in the air/water cylinder and the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign objects in the air/water cylinder, and the air/water tube, other evaluation findings are as follows: water tightness was lost due to a crack on the scope body and damage on the upward/downward knob; the upward/downward knob did not move smoothly due to deformation of the angle shaft; the suction cylinder had no color; the light guide rod was damaged; the plug unit was corroded; and e216-scope communication error occurred due to the corroded plug unit; the insulation resistance value at the distal end did not meet the standard value; the play of the upward/downward knob and the right/left knob were out of standard value due to wear of the angle wire; the objective lens and the light guide lens, the adhesive on the bending section cover were cracked; the connecting tube had a cut; the universal cord had a wrinkle; and due to water leakage, the flexible printed circuit switch, the outside shield unit, the scope connector case unit, the cable unit the circuit board in the suction connector, and the micro connector unit in the suction connector were corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.